Manufacturer narrative:
No product sample was received; therefore, visual and functional testing could not be performed. A review of a similar manufacturing process was conducted in order to verify that there are no situations or practices that could create the reported issues. No discrepancies were found. The reported issue could not be confirmed as no product sample was received for evaluation. If the product is returned, the manufacturer will reopen this complaint for further investigation. A device history record (DHR) review was conducted using suspected lot numbers which indicated all inspections were completed and no issues were noted during manufacture. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# 617147.

Event description:
It was reported that there was erythema at the infusion site. No patient injury was reported.